Event description:
It was reported that the device alarms for no apparent reason. There is a segment failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device alarms for no apparent reason. There is a segment failure. No additional information was provided. There was no patient involvement..

Event description:
It was reported, that the device alarms for no apparent reason. There is a segment failure. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that error code 120.4500 occurred, replaced q19 on power supply board, corroded left and right iuis, replaced both iuis, chipped rear case, replaced rear case. The probable root cause of the reported issue was, due to electrical failure of the power supply board (error code 120.4500). A review of the device history record showed, the device had a manufacture date of 02may2013. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which did not confirm, similar complaints with the same or related failure mode for this customer.